Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate therapy for atrial fibrillation with rapid ventricular contraction. Physician will discuss means of rate control with the patient. No further information is available.